Manufacturer narrative:
This information was not provided during the initial report. Unable to provide the PMA/510k number. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from (B)(6) indicated that a clinic in (B)(6) reported: during a procedure for removal of a pfna nail for a non-union it was reported that the nail was broken and no healing had occurred. It is unclear if it was known that the nail was broken before the procedure. All hardware was removed.